Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that the patient's system had been acting up and that they had been feeling weak. They got better but then got worse and could not pick themselves up. The patient fell, however this had been 2 to 3 weeks before feeling weakness. The device read on and ok while on the call. The patient was directed to follow-up with their healthcare provider to check on their inss. No further complications were reported as a result of this event.